Event description:
It was reported that this pacemaker appeared to be depleting prematurely. The power consumption showed greater than 200% and the remining longevity was only 5.5 years. The device was explanted and replaced. No additional adverse patient effects were reported. The local sales representative was working with the hospital staff to have the device returned for laboratory analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.